Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a failed drawer and not detected on bus. A field service engineer replaced controllers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed and not detected on bus. Customer stated that there was a delay in user dispensing the medication. There were no adverse events or injuries reported based on this event.